Event description:
Suture breakage post op: summons and complaint alleges that suture broke 6 days following c-section. Summons and complaint further states that patient experienced abdominal dehiscence causing bowel extrusion through the incision. Patient was returned to emergency operating room.

Manufacturer narrative:
Ethicon is formally following up with the user facility to secure either representative product samples and/or the batch number implicated in this complaint.

Manufacturer narrative:
Ethicon attempted to secure either representative product samples and/or the batch number implicated in this complaint. No product was available for evaluation. No lot number identified was provided accordingly, no testing or batch record review could be performed. Ethicon will coninue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is obseved in the field.